Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge dropped quickly. Review of pump data by tandem technical support showed that the pump battery dropped from 95% to 50% within one hour on (B)(6) 2017. Customer reported blood glucose (bg) level was 300 (mg/dl) at the time of the event. A correction bolus was delivered to address bg level. Reportedly, the customer will continue to use the pump until he replacement pump is received.